Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "false high pressure alarm". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed high pressure alarm messages. The pump's pressure switch test was performed. The pressure switch test was found to be activated low out of the pump's specifications. Visually inspected the pump and found it had fluid ingression. The customers reported problem was caused by fluid ingression.

Event description:
It was reported that a cadd® cadd-prizm® vip system had a false high pressure alarm. There is no report of any patient involvement.